Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, image/videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the superficial femoral artery via ipsilateral approach, the catheter was allegedly broken. It was further reported that catheter was stuck inside the patient and cannot be retracted. Reportedly, the patient's guidewire is broken in the body, and the guidewire is removed by surgery. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and provided image/video contains information regarding catheter guide wire break. After review of the provided images/video guide wire break can be confirmed. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (medical device lot #). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the superficial femoral artery via ipsilateral approach, the catheter was allegedly broken. It was further reported that catheter was stuck inside the patient and cannot be retracted. Reportedly, the patient's guidewire is broken in the body, and the guidewire is removed by surgery. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and provided image/video contains information regarding catheter guide wire break. After review of the provided images/video guide wire break can be confirmed. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the superficial femoral artery via ipsilateral approach, the catheter was allegedly broken. It was further reported that catheter was stuck inside the patient and cannot be retracted. Reportedly, the patient's guidewire is broken in the body, and the guidewire is removed by surgery. However, the current status of the patient is unknown.